Manufacturer narrative:
Concomitant product: product ID: d224drg, ICD, implanted: (B)(6) 2010.

Event description:
It was reported that a remote transmission indicated that the right ventricular (rv) lead triggered an alert for high rv impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.